Event description:
A patient reported that they didn't realize stimulation was off. They used their patient programmer to try to increase the settings and could not. They followed the instructions and when they turn the stimulation on, they felt a shock from the implantable neurostimulator (ins) site down their left leg. Since then, the patient noticed toe twitching in the middle toe on the left foot, awkward headaches on the left side of their head and pain in the stomach, bladder and back. During the report, they decreased amplitude from .9 to .7 and this helped with the uncomfortable stimulation. It was noted that the patient experiences migraines and it is a chronic condition. It was also noted that the patient went through a theft detector 4 or 5 days prior to the report. It was recommended the patient follow up with their hcp is symptoms continue. The ins was indication for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.